Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -3.00 into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive change over time and refractive surprise. On (B)(6) 2023 the lens was explanted and later replaced with the same model/length, lower power and this resolved the problem. The reporter indicated the cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the optic and haptic deformed. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -3.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced refractive change over time. On (B)(6)2023 the lens was explanted and later on this date replaced with a same length but different power lens and this resolved the problem. The cause of the event was reported as unknown.